Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.

Event description:
It is reported that: pt reports throbbing, aching pain, swelling and pain when sitting. MRI shows adverse reaction and revision surgery is required but not scheduled yet.